Event description:
I have had 2 occurrences of carpal tunnel surgery. On reoccurrence my md placed a FDA approved bio absorbable material around the nerve. A cyst formed, the nerve began to die in 6mo. The device was placed in 2007 and removed in 2008. The surgeon said it stuck to the nerve which it wasn't supposed to. Labs showed foreign body reaction. He returned it to the MFR. I have no idea who made it or what it is called.